Manufacturer narrative:
Occupation: healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. A revision was reported. The revision was reported to have occurred in 2017. No further complications were reported/anticipated.